Event description:
It was reported that both the atrial and right ventricular (rv) leads had high thresholds. The leads remain in use and a lead revision will be scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).